Event description:
It was reported that the patient had pain at the pocket site and that they fell down the stairs. The neurostimulator was revised on (B)(6) 2011 and the issue was resolved without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3889-28, lead: model v534733, implanted: (B)(6) 2010, explanted: (B)(6) 2011, programmer: model 3037, serial# (B)(4).